Manufacturer narrative:
As reported, the balloon of 6f/7f mynxgrip vascular closure device (vcd) was ruptured during the procedure. There was no reported patient injury. The procedure was a percutaneous coronary intervention (pci) procedure, using an arterial retrograde approach. The deployer was mynx certified. The mynx vcd was prepped according to the instructions for use (IFU). The femoral artery¿s suitability was verified on angiography (mynxgrip only), including the insertion angle (30-45 degrees) of the vascular sheath introducer. The stick location was the common femoral artery (cfa). The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was a little vessel tortuosity. There was a little pvd / calcium in the vicinity of the puncture site. The procedure was completed, and hemostasis was achieved by manual compression of greater than 30 minutes. Other procedural details were requested but unavailable or unknown. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f was returned. Per visual analysis, the shuttle cartridge was disengaged from the handle. The procedural sheath was not returned. The catheter was inspected for anomalies. No anomalies were observed. Per microscopic analysis, the source of the leak was a longitudinal tear in the balloon, approximately 2.5 mm from the balloon¿s proximal neck. A product history record (phr) review of lot f2006603 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed during analysis of the returned device. The balloon loss of pressure was caused by a longitudinal tear in the balloon, approximately 2.5 mm from the balloon¿s proximal neck. The exact cause of the reported event could not be conclusively determined. Vessel characteristics, such as calcium, may have contributed to the reported event, as calcification is known to cause damage to balloons. According to the instructions for use (IFU), which is not intended as a mitigation of risk, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review, nor the product analysis, suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, the balloon of 6f/7f mynxgrip vascular closure device (vcd) was ruptured during the procedure. The procedure was completed and hemostasis was achieved by manual compression of greater than 30 minutes. There was no reported patient injury. The procedure was a percutaneous coronary intervention (pci) using an arterial retrograde approach. The deployer was mynx certified. The mynx vcd was prepped according to the instructions for use (IFU). The femoral artery¿s suitability was verified on angiography (mynxgrip only), including the insertion angle (30-45 degrees) of the vascular sheath introducer. The stick location was the common femoral artery (cfa). The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was a little vessel tortuosity. There was a little pvd / calcium in the vicinity of the puncture site. Other procedural details were requested but unavailable or unknown. The device will be returned for evaluation.